Event description:
The customer reported that the volumes delivery from this ventilator is high, ventilator is set for 500mi's the ventilator is delivering 750 mi's. No pt involvement.

Manufacturer narrative:
(B)(4). The customer evaluated the ventilator and replaced the turbine to fix the reported issue. The carefusion failure analysis technician will evaluate the alleged failed part if it is returned to the manufacturer.